Manufacturer narrative:
A device history record review was conducted and five lots were reprocessed for anomalies that did not contribute to the customer complaint. Two lots had no anomalies found based on the DHR review. The product was released based on the manufacture¿s acceptance criteria. A complaint history examination indicates that this is the sixth complaint against the components of the reported lot. Three unopened trocar assemblies were received. The returned samples were inspected and the trocar septum¿s did not close immediately after blade removal and had a slight rough cut. The 3 returned samples were functionally flow tested and results determined that the three samples were nonconforming for leakage. The root cause for the leak test failure is unknown. An exact root cause could not be determined as to why the trocar cannula exhibited the leaking condition described. An internal investigation has been opened to address this issue. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that in five vitrectomy procedures, the valved trocars were leaking. The cases were completed with the same product and there was not patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A product sample was received at the manufacturing site and it is awaiting evaluation. (B)(4).